Event description:
Per the field clinical specialist (fcs), approximately 5 months post implant of a 26mm sapien 3 via transfemoral approach in the pulmonic position, the patient now presents with increased gradients and endocarditis. Follow up with the fcs indicated the patient had a balloon aortic valvuloplasty (bav) with a 24mm true balloon. The patient did well and has returned home on antibiotics. The post bav gradient was 16 and the pre-gradient was over 40. The patient continues on aggressive antibiotic regimen.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
This event was found to be a duplicate of existing complaint. The event investigation, device evaluation and applicable reporting activities were reported under medwatch number 2015691 2022 07859.